Manufacturer narrative:
Product complaint # ==>(B)(4)investigation summary ==> no device associated with this report was received for examination.depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of poly due to wear. Original surgery done on the (B)(6) 2010 using pfc. Poly insert changed with no issues and adding of a patella button that was done on the original surgery date. Poly showed signs of wear and the patella was not resurfaced at the original primary surgery. Affected side: left.